Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the regular follow-up on (B)(6) 2023, upon interrogation of the device, a message was displayed on the programmer's screen requesting for initialization. It suggests that the device may have been in standby mode since the last time it was checked in (B)(6). Serial number, implant date, and patient files will be available next week.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. - the device has switched in standby mode on 7th of august 2023. The root cause of this corruption could not be identified with certainty, but the most probable hypothesis would be a seu (single event upset). - the device has been reinitialized correctly on 18th of august 2023 between 11:03 am and 11:06 am. Normal operation was restored after the re-initialization. - based on the available data, no issue is suspected on the subject pacemaker. - this case is retained and utilized for trend purposes.

Event description:
Reportedly, during the regular follow-up on 2023-08-18, upon interrogation of the device, a message was displayed on the programmer's screen requesting for initialization. It suggests that the device may have been in standby mode since the last time it was checked in april. Serial number, implant date, and patient files will be available next week.